Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation was completed on (B)(6) 2023. The smart touch unidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following with bwi procedures. Visual analysis revealed a hole in the pebax; however, foreign material was not observed. The screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed; however, temperature was not displayed on the generator due to an open circuit on the tip area. The root cause of the force issue reported and the open circuit could be related to the damage in the pebax. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: open circuit (c0205)/ investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit on the tip area¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force¿ issue and the biosense webster inc. Analysis finding of the ¿hole in the pebax ¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially ¿force none¿ was reported. During the procedure, no force value was displayed. A second device was used to complete the procedure. There was no adverse event reported on patient. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, there was a hole in the pebax observed. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.